Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 517 mg/dl. The customer had not reported the symptoms. The customer was treated with shot. Their current blood glucose was 288 mg/dl. Customer declined troubleshoot for high blood level. Customer also alleged that insulin pump was not working and was not giving them insulin. Customer stated that pump fell in the pool. Troubleshooting was previously performed and the device was working fine. The customer declined to troubleshoot. The product will be returned for analysis.

Manufacturer narrative:
Unit had unresponsive bolus express and esc buttons due to moisture damage lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible under delivery anomaly due to unresponsive button. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.